Event description:
On (B)(6) 2010, it was reported that the patient lost stimulation to this left side. Previous diagnostic tests revealed invalid impedance readings for a number of his lead contacts. X-rays were taken which showed that the patient has several vertebral compression fractures. The physician plans on addressing those issues first and will make a treatment decision regarding the patient's scs system issues at a later date. Surgical intervention has yet to take place; therefore, no product is being returned to the manufacturer at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.